Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient who underwent breast implantation surgery with unspecified mentor saline breast prostheses developed cysts in both breasts. In addition, the patient reported that she developed the following: rashes, hashimoto¿s disease, lupus, inflammation, ovarian cysts, irritable bowels, hemorrhoids, constipation, raynaud¿s disease, weight gain, migraines, anxiety, degenerative disc disease in all areas of her spine, radiculopathy, loss of feeling in extremities, hair loss, mouth lesions, corneal shingles, pain, insomnia, chronic fatigue syndrome, fibromyalgia, tinnitus, and brain fog. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the device because the physical device was not received by mentor. Device evaluation summary: according to the information received, the patient had a breast augmentation in 2007 and after that she presented some autoimmune symptoms. Upon explantation in 2018, she mentioned the implants were filled with mold. A picture of the device was provided, and no apparent damage could be detected. However, some dark material was observed within the device. The photos do not provide enough evidence to determine the composition of the material. Hands on analysis should provide the evidence necessary to complete the analysis. Mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. The manufacturing records were also reviewed, and the manufacturing criteria were met prior to the release of this lot. In addition, no related complaints have been reported for this lot number. It should be noted that mentor saline breast implant shells are manufactured in a control environment and all production associates use personal protection gear to avoid contamination or direct contact with the product. Saline breast implant shells are provided deflated and sterile and are filled at the time of implantation. While the means by which the foreign matter was introduced into the implant cannot be ascertained, it should be noted that environmental factors and surgical technique could result in foreign matter being introduced inside the sterile shell at the time of implantation. Please note that mentor performs 100% inspection of all devices, including sterilization records prior to release and maintains a comprehensive quality assurance (qa) system in compliance with the FDA's good manufacturing practice (gmp) regulations. Some autoimmune symptoms were also reported. The lay community, the popular press and medical literature has raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis and syndromes which mimic systemic lupus erythematosus. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient submitted a second medwatch (mw5089533) to the FDA about the event: - the patient suffered from uctd. - the implantation date was initially reported to be (B)(6) 2008. New information states that the implantation date is (B)(6) 2007. - the patient reported that her explanted breast prostheses were filled with mold. On 10/17/2019, mentor received additional information about the event: - the suspect medical device is a mentor smooth round high profile 310cc saline breast prosthesis, catalog #3503310, lot #5760812, serial # (B)(4), UDI # (B)(4)., PMA #p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 10/21/2019, mentor received additional information that the suspect medical device will not be returned to mentor. Since no investigation can be performed on the device, no confirmation can be made regarding the presence of mold. Manufacturer¿s reference number: (B)(4).